Manufacturer narrative:
Concomitant medical products: 5076-45 lead implanted (B)(6) 2020. Evaluation summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Analysis of the device memory indicated an r-wave amplitude measurement issue. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold, and that sensing and impedance values on the right ventricular (rv) lead changed also. A left ventricular assist device (lvad) had been implanted weeks after the lead, and it was believed the lvad caused these changes, but this was unclear. The rv lead remains in use. No patient complications have been reported as a result of this event.